Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
The catheter couldn't adjust zero point. The lowest adjustment value was icp25. There was no patient injury. Additional information was requested and on 24 feb 2015 and 26 feb 2015, the following was received from the distributor: the product problem occurred during pre-test of the catheter. The doctor had found the problem before implant. Because there wasn't a replacement catheter available, the doctor interpreted the icp25 as icp0 and still implanted the 110-4bt catheter on the (B)(6) year old male patient. Type of surgery/procedure was an external decompression for head injury. There was no surgery delay. Initial icp reading was about 70. Therefore, the doctor judged that icp was 45. The initial and subsequent icp readings coincided with the patient's condition. The patient's icp was monitored with the 110-4bt for about 4 days. The catheter was removed on (B)(6) 2015. Patient outcome was unknown.